Event description:
The infusion port was originally implanted into the pt on 10/18/96. The pt was x-rayed on 1/10/97 and the catheter was found to be separate from the port. The surgeon removed the catheter and replaced it with a new device. The hospital has reported that the pt's status is satisfactory.